Event description:
It is reported that revision surgery is pending due to fracture of the base plate.

Manufacturer narrative:
Eval summary: it is unlikely if the fracture is due to normal daily activity or if the pt experienced trauma. The exact cause of the failure cannot be determined with certainty due to insufficient info. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.